Event description:
It was reported there was telemetry when plug was pushed to the left manually while it was inserted. The programmer was returned for repair of joint. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; intermittent telemetry. The rf (radio frequency) connector and ECG (electrocardiogram) connector were found loose on the lem (link electronic module) printed circuit board assembly. (B)(4).